Event description:
It was reported that a left shoulder ac joint revision was performed because the original construct had failed; the pt had a loss of ac reduction 14 weeks after the original surgery. The reporter indicated the buttons were intact but the construct failed. The pt was reported as doing chin-ups at the time of re-injury. Also utilized in the original case was a peek tenodesis screw. Follow-up info was provided that the revision was successfully completed with a competitor's device. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device lot number was requested but not provided, therefore, device history record review could not be conducted. Based on the info provided, the most likely cause of this type of event is graft failure or slippage, suture failure, and/or knot failure due to patient non-compliance with the post-op protocol. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained, a follow up report will be submitted.